Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the customer reported that the unicel dxh 800 coulter cellular analysis system serial number (B)(4), had completed a 1 hour scheduled shutdown. The customer repeated daily checks four times, with failures of the platelet background between 3.1 - 3.4; limit 3.0. The customer completed troubleshooting and platelet background remained high at 3. A beckman coulter customer technical specialist (cts) requested the customer replace the diluent in use with another lot number of diluent. The platelet background counts returned in range, around 1.3. (B)(4). This MDR is related to another MDR 1061932-2014-01878, reported for the same issue with another unicel dxh 800 coulter cellular analysis system, serial number (B)(4), at the same customer location.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.